Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿pump does not record volume during use". The unit was triaged and the reported issue could not be confirmed at this time; recertification testing was performed and unit passed. A feed/flush set was connected and unit was started feeding at a rate of 125 ml/h. Allowed unit to feed overnight. Amount fed showed over 2000 ml fed. History was checked and was available for the overnight feeding. Ac power was disconnected and unit was power cycled. Unit still showed amount fed and feeding history was still available. Unit was disassembled. Visual inspection found no apparent anomalies. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump does not record volume during use. No patient was involved.